Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a lap gastric bypass procedure, the needle kept falling out of the jaws. Nothing fell into the patient cavity. There was no tissue loss, blood loss, or tissue damage. There was no delay in surgical time by more than 30 minutes. The last known patient status is fine.